Event description:
It was reported that the device had logged an event code, which triggered the service wrench on the device to illuminate. The device also did not have the ability to detect a patient ECG or deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.